Manufacturer narrative:
.

Event description:
It was reported that the surgeon was attempting to insert a 12.5 diopter aq2010v silicone three piece lens and the plunger caught the optic and tore it during insertion. There was no pt injury.